Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a gastrostomy procedure for a patient diagnosed with gastric cancer, powerport m.r.I. Isp implanted port was being placed via the right internal jugular vein. During the preparation, the introducer needle included in the implanted port kit allegedly failed to flush properly and additionally, there were aspiration issues. Upon inspection, the needle was allegedly found to be obstructed by a metallic substance. Due to the blockage, the introducer needle could not be used, and no sterile replacement was available in the operating room. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view and other is partial view of unsealed packaging tray with different components. Needle was noted to be attached with syringe. The no visible anomalies were noted. Reported issue cannot be verified with provided photo and without physical sample. Therefore, the investigation is inconclusive for the reported suction, difficult to flush and obstruction of flow issues as provided evidence are not sufficient. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a gastrostomy procedure for a patient diagnosed with gastric cancer, powerport m.r.I. Isp implanted port was being placed via the right internal jugular vein. During the preparation, the introducer needle included in the implanted port kit allegedly failed to flush properly and additionally, there were aspiration issues. Upon inspection, the needle was allegedly found to be obstructed by a metallic substance. Due to the blockage, the introducer needle could not be used, and no sterile replacement was available in the operating room. There was no reported patient injury.